Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels went low and the customer became unconscious. Customer was provided juice and sugary foods to treat low bgs. Customer believed that the low bgs were due to receiving too much insulin, as their healthcare provider changed pump setting 2 weeks ago to increase the basal rate and change the ratios for bolusing. Customer will work with their healthcare provider to change pump settings.

Manufacturer narrative:
(B)(4).